Event description:
Leep procedure was performed. Patient complained on (B)(6) 2010 that there was a red area in outline of grounding pad. Patient declared pain and was seen on (B)(6) 2010 and a fading to brown outline on upper right thigh was noted. On (B)(6) 2010 at her exam and f/u visit the area is dark brown like suntan and she is being referred to a plastic surgeon for treatment.

Manufacturer narrative:
Pad was reported on the initial summary to have been conformed and assured to the in place patient complained seven days after procedure of a "fading to brown outlines on right upper thigh." Her health care provider referred her to a plastic surgeon to follow up.